Manufacturer narrative:
The revision reported due to loosening cannot be confirmed from the information provided. Potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant product information was provided. D1: corrected. D4/d6: device, serial #, UDI #, expiration, implant and explant dates unknown. G3: manufactured dates unknown. G4: PMA 510k cannot be determined. H6: corrected health effect, medical device, component, and investigation clinical codes.

Manufacturer narrative:
D10: 1197256 208-24-11 - cc tibial insert sz 4, 11mm 8460091 210-01-04 - nmc femoral sz 4 implant/explant dates unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 187 months after a right total knee replacement procedure, the patient underwent a revision procedure to address loosening. No further issues or complications were reported. No additional information is available.